Event description:
It was reported the patient was revised for femoral loosening two years, three months post implantation. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: 00588001502, fem size e right, lot# 65577833. 00599003523, ng 15mm dist only fem augm sze, lot# 64574554. 00599003524, 20mm distal only fem aug sz e, lot# 63251030. 00598802011, 11mm dia 100mm length offset stem ext 145mm, lot# 63988012. 00545001831, trabecular metal femoral diaphyseal cone, 30mm, m, rt, lot# 64800341. 00588005012, 12mm height size e articular surface with hinge post, lot# 65532680. 00801102024, allen medullary cement plugs 1- 24mm dia, flange/12 mm dia, lot# 65626531. G2: australia. H6: suggested code (annex g)- mechanical (g04) - stem. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b2; b5; d1; d2a; d2b; d9; e1; g1; g3; h1; h2; h3; h6. The following sections were updated: h6; h11. The reported event could not be confirmed due to lack of product/information. No product was returned. A photograph of the reported device was provided however the device failure could not be confirmed from the image. The device history record was reviewed and no discrepancies relevant to the reported event were found. Stem pn 00598802011, ln 63988012 - review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.